Event description:
The patient was presented for right atrial (ra) lead replacement, and it was discovered that the right ventricular (rv) lead was causing diaphragmatic stimulation which resulted in discomfort. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: related MFR number for ra lead was added in the h10 section.